Manufacturer narrative:
Follow-up #1: date of submission 04/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2016 with the following findings: the reported blank screen issue was confirmed due to a damaged/cracked display. The pump was able to power on; however, the remaining steps were unable to be performed due to the damaged display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. The display reportedly was cracked and the user was unable to see the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.